Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. Personal therapy manager: model# 8835, serial #(B)(4), npg (B)(4). (B)(4).

Event description:
The patient reported that they experienced paralysis of the left leg. The patient was admitted to the hospital. Per another reporter, the pump was checked after the patient had an MRI. The patient did not mention any issues, "just that she wanted her system checked". The logs read that everything was working well. The pump was delivering morphine.